Event description:
It was reported that a user of the ilet experienced hyperglycemia to 390 mg/dl after eating something sweet without making a meal announcement; the agent advised waiting an hour to allow automated insulin delivery and to confirm a downward trend, and the user declined a fingerstick. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization or medical intervention beyond troubleshooting and education. Investigation included a troubleshooting review and user education on appropriate meal announcement and monitoring. Investigation of this case revealed no device malfunction and suggested user-related factors associated with missed meal announcement as the likely contributor to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.